Event description:
It was reported that the customer had a crack and missing piece of the insulin pump on the reservoir compartment. The customer's blood glucose level was 300 mg/dl. The customer was treated with 6 units of insulin via pump and change new infusion set. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The patient was advised to return the insulin pump and it will be replaced. No further assistance needed.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.